Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the operating room (or) staff stated that they encountered a non-recoverable fault error. The customer attempted to power cycle the system prior to calling for technical support. When the system restarted, the user disabled armnet-2 and the system completed the self-test with universal surgical manipulator-2 (usm-2) disabled. The technical support engineer (tse) assisted the or staff with moving usm-2 out of the way and assisted them to redocked and positioned the usm-1 for the remaining of the procedure. Tse confirmed error 319 on the logs, which points to axes controller, carriage (acc) in usm. The surgeon completed the case with three arms and with no patient harm. The customer subsequently called after the case and was advised by the tse to power down and emergency power off (epo) the patient side cart (psc) for one minute, but the error returned. The tse then recommended to epo the psc again for two minutes, but the error remained. The surgeon elected to reschedule their next case as it requires all four usms to be used. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and confirmed the presence of error 319 pointing to the universal surgical manipulator-2 (usm-2). The fse then replaced the usm2 to correct the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following completion of the failure analysis and if additional information is obtained. A log review confirmed the procedure date of on (B)(6)2022 on system sk1562. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator unit involved with this complaint and completed the evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. During the inspection, the rolling loop was found to be damaged and coming off its track and triggering error 319. The unit failed on a test platform as it failed the fiber test on the rolling loop. The unit was tested on a test platform and passed all tests that were performed. The rolling loop assembly will be replaced as fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.